Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product was reported in error. Please disregard manufacturer report number 1818910-2014-28131.

Event description:
Patient was revised to address pain, elevated ion levels and acetabular cup loosening.